Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the atrial lead, low impedance was observed. The lead was not implanted. A replacement lead was successfully implanted at that time.